Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failed its internal self-test. The device is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
Importer ref# (B)(4).

Manufacturer narrative:
The device was returned to resmed design house in (B)(4) for an extensive engineering investigation. The reported self-test failure was confirmed through review of the device logs. The investigation determined that the device fault was due to a timing issue with the non-return valve (nrv) algorithim. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).